Event description:
The device was involved in an incident while in contact with a pt. The pt sustained an injury. Further info was requested from the user facility but to date no additional info is received.